Event description:
It was reported that there was a bottle side pressure sensor error code 240.4150. There was no patient harm reported. The issue occurred at (B)(6) hospital in the accident and emergency department.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. No patient information provided.

Event description:
It was reported that there was a bottle side pressure sensor error code 240.4150. There was no patient harm reported. The issue occurred at (B)(6) hospital in the accident and emergency department.

Event description:
It was reported that there was a bottle side pressure sensor error code 240.4150. There was no patient harm reported. The issue occurred at (B)(6) in the accident and emergency department.

Manufacturer narrative:
Additional information- g3 - added company representative and updated g3 other - added health technology management ***************************************************************************************************************************************************************